Event description:
It was reported that the patient presented to the hospital with complaints of chest pain and palpitations. The device was interrogated which showed that the right ventricular (rv) lead threshold was high. Diagnostic imaging was performed which showed that the rv lead had dislodged from the original implant site. Additionally, intercostal muscle contraction and chest pain when pacing was delivered from the rv lead. The diagnostic imaging also showed a minor pericardial effusion. The rv lead was repositioned to resolve the event and the patient was stable with no additional consequences.